Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Foggy image detected at distributors inspection. The device was checked by endopenta service, no malfunctions such as air leakage, physical impact at the distal, etc. Were found. This event occurred at the time of during use. There was no report of patient harm.